Event description:
The customer contact reported, the delivery ended sooner than expected. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of lipids, at a rate of 1.2ml/hr, with a volume to be infused (vtbi) of 21.6ml, anf for a duration of 18 hours. No further programming parameters were provided. The device was sent to the homecare pt's home for use on (B) (6) 2009. At an unspecified time, an agency nurse reported that the device was alarming for air in line and was instructed by the user facility to purge the air with an unspecified volume of the lipids. It was reported that the delivery completed between 7 to 12 hours instead of the expected 18 hours; however, the device remained in clinical use. The customer contact stated that 3 to 4 days later, the agency nurse was instructed to stop purging the tubing set due to "wasting volume". The customer contact stated that on (B) (6) 2009, an agency nurse again reported that for an unspecified amount of days, the delivery was still completing sooner than expected; however, the tubing set was no longer being purged. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)